Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Subsequently, it was reported that a cartridge change error occurred during the load sequence with multiple cartridges. Reportedly, customer successfully loaded a new cartridge to resolve the issue and resumed insulin therapy. Customer's blood glucose was 140 mg/dl.